Event description:
On (B)(6) 2012, the patient contacted animas from the hospital to report she had been admitted into the hospital that morning with a diagnosis of dka. The patient claimed that on (B)(6) 2012, she put in a new battery into the pump and changed ifs. At the time of the battery change she noticed the battery cap would not secure to the pump. The patient confirmed the yellow o-ring was visible but she thought it would hold power. A few hours after replacing the battery, the patient claimed the pump fell out of her pocket and the battery cap "popped off." The patient stated her blood glucose was in the 400's mg/dl at that time. The patient did not know if the pump had lost power prior to it falling out her pocket. That night, the patient stated she began to vomit. On the morning of (B)(6) 2012, the patient reported changing out her infusion set again and confirmed no issues with site. The patient then went to the ER where she was admitted to ICU. It is not known what the patient's bg was at time of ER visit. The patient stated the pump was removed and she was placed on insulin drip. At the time of troubleshooting, the patient confirmed there was a crack in pump casing along the battery compartment, but found no damage to the battery cap. This complaint is being reported because the patient was reportedly hospitalized with a diagnosis of dka while on insulin pump therapy.

Manufacturer narrative:
Follow-up #1 - date of submission (B)(4) 2012, device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the battery compartment was found to be cracked and the battery cap was found to be stripped. The battery cap would not tighten securely to the pump causing power loss. A new test battery cap was able to tighten. The pump was exercised for 24 hours with test battery cap with no issues with power loss. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Use error contributed to the reported event as the patient was using a damaged pump. Unrelated to complaint, the keypad was found to be torn around the down arrow and ok keypad buttons. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The keypad cover was removed and contamination was found under the key contacts. Also unrelated to the complaint, evaluation revealed a faded and discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.